Event description:
PICC line broke at the time of dressing change. PICC line had been inserted 8 dyas earlier for antibiotic therapy. Placement originally in the jugular vein (seen on x-ray) so catheter "pulled back" 8cm. Location of catehter in lateral subclavian confirmed by x-ray.